Event description:
It was reported customer experienced a broken screen on a pump. There was no information about any adverse impact on the customer's blood glucose level. The pump was confirmed to be starting, charging, and recognized by a computer, but the screen was non-functional and unreadable. The device was scheduled to be returned for further inspection, and a replacement pump with a new serial number was arranged.